Event description:
It was reported that this was a venous closure of the calcified right common femoral vein using the pre-close technique via a 6f sheath hole prior to a valve replacement procedure. Reportedly, two proglide sutures were preplaced. The sheath was upsized to 14f and the procedure was completed. After the proglide knots were advanced to the vessel wall, hemostasis was not achieved. Bleeding was significant at the access site. A covered stent was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.